Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device was exposed to moisture. Customer's blood glucose was 450 mg/dl. No troubleshooting was done on high blood glucose. The product was returned for analysis.

Manufacturer narrative:
The insulin pump received with blank display and constant tone/humming noise due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Unable to perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to blank display. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.